Event description:
It was reported that device got stuck with the guidewire. The 75% stenosed target lesion was located in the non-tortuous but severely calcified below the knee artery. A 3.50mm x 15mm wolverine peripheral cutting balloon monorail was selected for use. During procedure, it was noted that the device got stuck with the jupiter fc guidewire. The devices were removed and the guidewire was able to be removed from the catheter outside the body. The procedure was completed with another of the same device. There were no patient complications.